Manufacturer narrative:
It was reported that an unrecoverable error occurred during the training of the surgeon. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the unrecoverable error was due to an error during the initiation of the communication channel between mario_win and mario_rtx. No more evidence are provided to conclude about the root cause for this issue. Then, a controller error occurred, which was not described in the complaint description. The root cause for this issue cannot be determined as the error was not logged in controller log file due to a known design defect. UDI# : (B)(4).

Event description:
On (B)(6) 2019 during training with a surgeon the robot displayed an unrecoverable error while trying to connect at the start of registration. The robot was fully shut down and after restart the problem did not occur again.